Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile showed that the user performed one energy check at system startup and then performed all treatments for the day without performing any further energy checks. According to the user manual, the user has to perform an energy check manually at least after 120 minutes. The reported treatment could be identified in the logfile. The treatments for the right and the left eye were finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatments. The user operated surgery within the optimized settings. No technical root cause could be identified the quality of the attached treatment report was not good. A color picture of treatment report was requested but has not been provided. Clinical review could not be done. During technical onsite visit, the field service engineer (fse) performed test cuts. All cuts within specification. The fse completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that laser was cutting thin. Upon follow up, mild gas breakthrough was noted. Flap tore when lifting. Procedure was completed with no further issues.